Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the device did not pace for the expected length of time following the removal of the battery for replacement, and it was noted that the battery contacts were contaminated as well as having a damaged lower case. The main board was calibrated, the battery contacts cleaned and the device passed all tests with no visual or electrical anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery back-up time for the external pulse generator was too short. The generator has not been returned for service. There was no patient involvement. It was further reported that the product had been returned to service.